Manufacturer narrative:
(B)(4) 2015 03:16 pm (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, using the heartstring iii proximal seal system 3.8mm, the user noticed the seal was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The loader was not returned. Blood was not observed in the delivery tube. Slight evidence of blood was observed on the seal. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The anchor and tension spring assembly were loaded in the delivery tube with the seal extending outside of the tube. Under microscopy delamination was observed at the second outer coil. There was no evidence that the device had been introduced into the aorta. Based on the condition of the device as returned, the reported complaint was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, using the heartstring iii proximal seal system 3.8mm, the user noticed the seal was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.